Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2013. Correction: the correct patient identifier is (B)(6), not (B)(6) as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. Additional information has been requested, but has not been made available as of the date of this report, (B)(4) 2013. There are plans to reimplant the patient with another device; however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)